Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had an elevated blood glucose (bg) level of 272 mg/dl. Reportedly, there were air bubbles present in the cartridge tubing, but customer declined to prime them out. Customer delivered a correction bolus to resolve bg.